Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; the rf (radio frequency) head intermittently did not identify a device. Uplink functional tests were found out of specification. The rf head cable found out of electrical specification.

Event description:
It was reported there was trouble identifying a device. The rf (radio frequency) head was returned for repair. No patient complications were reported as a result of this event.